Manufacturer narrative:
The reported event of oversensing could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the implantable cardioverter defibrillator oversensed noise. The physician elected to complete the procedure with a different implantable cardioverter defibrillator. There were no patient consequences.